Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to unlocked connector. The pump was unable to perform displacement test due to motor error alarms. The motor was tested outside of the device and passed. The pump was received with cracked case at display window corners and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump alarmed motor error after rewind. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.